Event description:
The customer reported that the three gang manifold leaked at the stopcock. This has occurred on six of the products they have. During medex' evaluation, the leakage was found to be due to a small crack in the fluid path inside the plug.